Manufacturer narrative:
The device was received for evaluation containing approximately 60ml of fluid in the bladder. Visual inspection revealed tiny droplets of water on the inner wall of the device bottle/housing. No evidence of actual leak was found in the device. The tiny droplets of water noted on the inner wall of the bottle/housing were the result of condensation. A leak test was performed by filling the bladder with green colored water and being monitored until the next day. No leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking prior to use. The infusor was filled with 80ml 0.9% nacl. There was no patient involvement. No additional information is available.